Event description:
The patient was hypertonic due to the patient's multiple sclerosis. The intrathecal baclofen helped the patient control the spasticity. The patient's pump and catheter were replaced due to a possible "occlusion somewhere in the pump catheter." They were unable to aspirate fluid. The patient recovered without sequela.

Manufacturer narrative:
(B) (4).